Event description:
Infant intravenous solution administration set defect. Plunger safety system fails to prevent administration of air when burette reservoir chamber nears empty since burette system is intended for use in very young infants, the administration of even small amounts of air into a venous line can cause a paradoxical embolism to the brain or coronary occlusion. There is a plunger that should passively fall to occlude the aperture to stop the flow of fluid when the reservoir chamber empties. This prevents the aspiration of air into a patient's venous system. I have noted many sets of where the plunger "sticks" to the reservoir sideways and will not release, even with mechanical agitation, shaking, or other maneuvers. It seems like the material the plunger is manufactured from has formed a durable bond. With the plastic chamber. Diagnosis or reason for use: perioperative fluid administration in small.